Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the dissection step of a robotic laparoscopic partial nephrectomy, the endoscope buttons and or team interface menu were not responding and there was no access to menu by double clicking on orti. This made it impossible to do the 180 degrees rotation. Tried multiple times and a force restart failed and it only worked on a second restart after the extraction of the endoscope adapter from the arm. After 1h40min of surgery there was an arm error message that said: arm error: extract the instrument with mechanical release. The instrument was the monopolar curved shears and it was deeply inserted in the cavity. The mcs was extracted. After the arm error and due to the multiple failures before the surgeon decided to convert to open surgery. There was a delay of 15 minutes. Depending on the situation and within the surgeon's responsibility and assessment a switch to open can be a secondary action but still is an undesirable outcome.

Manufacturer narrative:
As the device in question was not returned by the customer, a physical investigation of the product itself could not be performed. However, the available information has been reviewed. The investigation was completed on 11-dec2024. The device product history records (DHR) have been checked for the available serial number and found to be according to the specification, valid at the time of production. Based on the available information, the failure description and similar complaints, the 2d mode was most likely selected by the user. It is not possible to perform a 180° rotation in this mode. A restart can help to calibrate the position sensor responsible for the rotation. Furthermore, it is also possible to make a manual adjustment in the system that causes the system to restart. The event is filed under internal karl storz complaint ID: (B)(4).